Manufacturer narrative:
(B)(4).

Event description:
The product was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed. A receiver download was performed. The receiver was opened, and an internal visual inspection was performed and failed due to a damage battery. The receiver was opened and an internal visual inspection was performed and failed due to moisture and battery damage and pictures were taken. Confirmation of the complaint was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.